Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer's blood glucose level at the time of incident was 483mg/dl. The customer states they were conducting a set change due to the highs. The customer discarded of old set. The customer states the no delivery alarm was resolved by a complete set change. The customer stated it was late and did not wish to continue to troubleshoot. The customer was advised to call back when issues occur.